Manufacturer narrative:
As of today, the explanted device has not been returned for analysis. If the device is returned, it will be archived as analysis cannot test for erosion. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this pacemaker was explanted and replaced due to erosion. The patient had picked at the device pocket until it was exposed. No adverse patient effects were reported.